Event description:
It was reported that during an unknown procedure, there was an unexpected noise was heard and the titanium tip broke after using for five minutes. The broke piece was retrieved by forceps. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.